Event description:
It was reported through litigation that a biliary stent was placed in a subclavian vein sometime in 1995. It was reported to a former employee that this stent had migrated to the heart. It was not known by anyone if it was due to a defect in the device or because the device was used out of indication. The device was not returned for analysis. There was no report of injury regarding this event.